Manufacturer narrative:
Device evaluated by MFR: promus premier ous, mr, 2.75 x 28mm stent delivery system (sds) was returned. A visual and tactile examination found a break in the midshaft extrusion 24mm distal from the mid-shaft bond. The extrusion break may have occurred due to the application of force being applied which resulted in the midshaft extrusion subsequently breaking. The inner/outer extrusion was damaged and stretched approximately 3mm distal from the exit port extending for 52mm distally. The port weld also stretched in a distal direction for a total length of 6mm. A visual examination of the crimped stent showed the stent struts were damaged in several locations along the stent length. The undamaged stent outer diameter (od) was measured and is within the maximum crimped stent specification. This indicates that there were no issues with the crimp stent profile. A visual examination of the balloon wings showed that the folds were tightly wrapped and were not subjected to positive pressure. A visual and tactile examination of the device found no issue with the hypotube. A visual and tactile examination found the tip had stretched. This type of damage is consistent with a force being applied to the tip. The product mandrel was stuck inside the wire lumen. The od was measured and is within specification, indicating the correct pigtail mandrel was inserted into the device during manufacture. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 28x2.75mm promus premier¿ drug eluting stent was selected to treat the lesion. However, the cover of the stent could not be opened and the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 28x2.75mm promus premier¿ drug eluting stent was selected to treat the lesion. However, the cover of the stent could not be opened and the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.